Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This record will be updated when the investigation is completed.

Event description:
It was reported that after the device was used for a total knee procedure and given to the scrub tech, smoke began to come out of the battery. The device was removed from the room. There was adverse consequences related to this event.